Event description:
After an implantation period of approximately 2 months, it was reported that the threshold increased. The lead appears to be in a different position, the doctor decided to reposition the lead.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 16th july 2021 and 20th september 2021 showed the threshold at approximately 2.5 v. The analysis of the provided iegm episodes revealed artifacts on the rv channel. In spite of the available information and provided x-ray, no conclusion can be drawn regarding the root cause of the clinical observations. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.